Manufacturer narrative:
Additional information received on 02 june 2017 and includes: the patient had a soft bone wall. The surgery was completed successfully. On 09 june 2017 the medical affairs performed a clinical evaluation and commented as follows: acetabular cup migration few months after primary cementless tha in a patient with apparently very poor bone quality. Acetabular wall perforation is a possible adverse event following tha, particularly in patients with poor bone quality. No reason to suspect that a faulty device caused the problem. Batch review performed on 20 june 2017. Lot 164420: (B)(4) items manufactured and released on 24 october 2016. Expiration date: 2021-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision surgery planned due to perforation of the cup.